Manufacturer narrative:
Title: mid-term clinical outcomes after bailout drug-eluting stenting for suboptimal drug-coated balloon results: insights from a milan registry authors: satoru mitomo, richard j. Jabbour , antonio mangieri, marco ancona, damiano regazzoli, akihito tanaka, francesco giannini, mauro carlino, matteo montorfano, alaide chieffo, azeem latib, antonio colombo journal: international journal of cardiology issue: 263 (2018) 17¿23 year: 2018 ref: https://doi.org/10.1016/j.ijcard.2018.04. Article was published. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article reported mid-term clinical outcomes for patients who underwent bailout drug-eluting stenting for suboptimal drug-coated balloon results. It was reported that bailout stenting after dcb was due to residual stenosis or dissection. In.pact falcon dcb, endeavor resolute des, resolute integrity des and bare metal stents were used to treat patients. Clinical events reported at 1 and 2 year follow-up included target lesion and target vessel revascularization, cardiac and non-cardiac death.